Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a leak in the refrigerant hose was heard and observed. The tank was replaced multiple times without resolve. The case was aborted and the patient was under general anesthesia. A field service was recommended. No patient complications have been reported as a result of this event.